Manufacturer narrative:
Method: device inspection and device history review. Results: the expander was confirmed to have a fractured draw rod upon visual inspection of the returned device. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: the plausible root cause of the reported event is a user applied cantilever load.

Event description:
It was reported that; during vlift cage surgery, the surgeon assembled the cage to the expander. The surgeon inserted cage using hammer. When the surgeon checked looseness of the expander, he found that the knob of the inner shaft is rotated. The surgeon found that the inner shaft of the expander broke at the part of knob.

Event description:
It was reported that; during vlift cage surgery, the surgeon assembled the cage to the expander. The surgeon inserted cage using hammer. When the surgeon checked looseness of the expander, he found that the knob of the inner shaft is rotated. The surgeon found that the inner shaft of the expander broke at the part of knob.